Manufacturer narrative:
Date sent to the FDA: 07/31/2020. Additional h-3 summary: it was reported breakage needle and breakage suture. A failed suture needle for fractographic evaluation. The component was identified as product code sxpp1b105. A fracture was observed near the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. In addition, the suture was examined and the end was cut appears to be by the use of a surgical instrument. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when it broke? Sternocleidomastoid muscle what is the name of the procedure? Face lift investigation summary: it was reported breakage needle and breakage suture. One picture was received for analysis. Upon visual inspection of the picture, two needle-suture pieces inside a pouch were noted. Tip of one of the needles appears to be broken; however the ends of the suture are not clear. Therefore, no conclusion could be reach as the samples were not returned for analysis. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot number (B)(4), and no non-conformances related to the reported complaint condition were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a face lift procedure on an unknown date; and a barbed suture was used. During the procedure, the suture was torn at the beginning of the suturing process on the sternocleidomastoid muscle. Another like device was used to finish the suturing when the surgeon noticed that the needle's tip was missing but was found immediately. There were no adverse patient consequences reported. No additional information was provided.